Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not had effective stimulation therapy from ther scs system since she was implanted. Follow-up identified the pt's scs lead was replaced on (B)(6) 2013. The pt reported receiving satisfactory stimulation therapy postoperative.